Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 1 mmol/l and 1.7 mmol/l at the time of the incident. The customer was given food and glucagon to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated they do not remember giving themselves the 7.5 unit bolus that led to the low. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.